Manufacturer narrative:
(B)(4). A service call was performed at the site and the evaluation showed a corrupt mapping file. It is unknown how the mapping file became corrupt. A new mapping file was created and the system was returned to service. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
The physician reported difficulty obtaining an adequate registration of the lungs during a superdimension case. The case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.